Event description:
It was reported that longevity calculations for the battery were elective replacement indicator (eri) at 8.49 months and end of service (eos) at 11.49 months for the following parameters: 3.2v/350pw/70hz. 6anodes and 2 cathodes and 3.2v/300pw/70hz. 6anodes and 2 cathodes. It was noted that the battery voltage was at 2.995v. It was reported that they could not adjust stimulation with the patient programmer. It was further reported they got a "call your doctor" icon, but the code was unknown. They were not able to recreate the error code in the clinic. It was noted that the group impedance measurements were 155 and 156 ohms. It was further reported that the battery was presumed to be nearing eri. Impedances were within normal limits. It was noted that no cause of malfunction was determined, and stimulation was working as before. The manufacturer representative planned to meet the patient two months after time of report when the device is at eol. It was noted they planned to replace it with a rechargable device. It was further reported the patient was getting adequate stimulation, and understood the battery would be replace after eri.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).